Event description:
It was reported that "PICC line ruptured after 14 days of insertion. Only used for infusing drugs for these days and not used for pressure injectables." The ruptured catheter was cautiously and thoroughly removed from the patient's body, ensuring that no portion remained inside. The patient's current condition is reported as "critical".

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a ruptured catheter body was able to be confirmed by the photo. The photo shows a catheter with a hole at the 15 cm mark. Stretch marks are seen adjacent to the rupture site. However, a complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: infusion of incompatible drugs through adjacent exit ports may cause precipitation and/or occlusion." The customer report of a ruptured catheter body was confirmed by visual inspection of the customer supplied photo. The image shows a catheter body with evidence of a rupture consistent with over-pressure; however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The observed damage is consistent with over pressurization which can occur as a result of catheter bending/kinking or buildup of biological material/medication. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "PICC line ruptured after 14 days of insertion. Only used for infusing drugs for these days and not used for pressure injectables." The ruptured catheter was cautiously and thoroughly removed from the patient's body, ensuring that no portion remained inside. The patient's current condition is reported as "critical".